Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, and updates to h3, and h6. Additionally, the corrections to the following fields due to errors in the initial report: b5, d5, e1, g2, and g3 the aware date in the initial report should be 28 march 2024. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported issue occurred due to a failure of the scope connector. However, root cause of the scope connector failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the scope cable exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electronic accessory exhibited no image. The issue occurred during a diagnostic endoscopy. There were no reports of patient harm.